Manufacturer narrative:
Initial reporter address and phone were not provided.

Event description:
The advocate stated the customer received a blood glucose reading of 167mg/dl from the contour next link, and a reading of 76mg/dl from the hospital meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to her.